Event description:
The cryo catheter worked well at first. Then we started to get tubing blocked alarm and changed the tubing. Again, the catheter worked well at first, then started to get tubing blocked alarm and switched to the other cryo machine. The alarm continued, we changed to another cryo catheter which performed properly.